Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump batteries last no more than 9 hours. The customer's blood glucose reading was 56 mg/dl at the time of incident. Troubleshooting found that the pump did not alert to a low battery prior to the replace battery now alarm. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the insulin pump was monitored and functioned properly. The test guardian two link with the glucose sensor simulator communicates properly to the pump noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.